Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The hcp reported that patient stated the MRI facility "damaged their device" because they did not activate MRI mode before their scan. The hcp stated they took a photo of the patient's handset showing the 'MRI mode is activated, full body conditional' screen prior to scanning the patient, and wanted to consult with [the manufacturer] to confirm that what their photo showed of the patient's handset screen was how it should look before proceeding with MRI. The requested information was reviewed with the hcp. The hcp noted that the patient said they and their provider said the implanted system was "fused together" and was no longer working (due to the MRI). The hcp added that the patient also said they "got some burns on it" and the system needed to be explanted and their wounds treated before the patient could have the system implanted again. The hcp provided an updated name for the patient. Additional information was received from the manufacturer representative (rep) on 2025-nov-18. The rep asked about how impedances could be affected with MRI mode activated vs not activated. Information was reviewed with the rep. The rep said they saw the patient on (B)(6) 2025 and did an impedance check that showed >4k ohms for all contacts. The rep said the patient had an MRI prior to this and thought the patient said MRI mode was activated. The rep said the patient denied any falls or trauma to the area. After the appointment where high impedances were noticed, the rep said they suggested the possible need for replacement with the hcp. The rep said they were going to contact the hcp after the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.